Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive while trying to rewind the pump. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer declined to troubleshoot and indicated that they would contact bayer for nextlink assistance.